Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte had a packaging issue. The following information was provided by the initial reporter: "they think the product is unsterile. They find the skus in packages they can empty air our, if the push on the packages. Afterwards air return in the packages. Before use."

Manufacturer narrative:
Our quality engineer inspected the (B)(4) samples submitted for evaluation. The reported issue of packaging issue - product packaging was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no damages or incomplete seals on all the returned samples. A peel test was performed to analyze the seals on all the samples, and they all met manufacturing specifications. As reported air can go in and out of the packaging. This is a normal condition of our packaging. The packaging is known to be breathable due to sterilization purposes, and these samples were returned in a sterile state per our manufacturing standards. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.

Event description:
Please also provide us with the full pickup address, contact name and number, department name, floor number, and any additional details such as (pick up at reception, goods in yard, etc.) And we will schedule sample pick-up request for you using tnt carrier. Contact (B)(6). Phone (B)(6). (B)(6) hospital.